Event description:
It was reported following successful deployment of a biliary stent, removal of this guidewire met with resistance. The guidewire was reportedly lodged between the stent and biliary wall. Exertion against resistance resulted in stretching the guidewire. Placement of a drainage tube followed and the guidewire was cut by the physician at that time to facilitate removal. The stent delivery system and guidewire were then removed. The guidewire tip remained in the pt lodged between the stent and the biliary wall. An attempt to retrieve the tip several days later was unsuccessful. No further retrieval is planned. The stent remains in place and the pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineering evaluation, a supplemental medwatch will be filed under the appropriate sequence number. Co follow up indicated user technique may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "warning: attention should be paid to guidewire movement in the vessel. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy."